Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he went to the hospital on (B)(6) 2015 and was in the emergency room for 4 or 5 hours. Blood glucose value was 400 mg/dl. He was given an injection and it was down to 300 mg/dl, he changed the infusion set and reservoir and current blood glucose was 140 mg/dl. The drive support cap is recessed. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir and the settings. The insulin is clear and not expired and the cannula was straight. The customer did not have a tubing clamp to perform the high pressure test. Since the customer has received multiple no delivery alarms, the customer was advised to look into using a different infusion set type.